Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback due to clotting, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported alarms are indicative of the circuit clotting which suggests the cycler alarmed appropriately. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. Failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.